Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the following mechanisms may have caused the needle tube to penetrate the sheath ¿the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. ¿the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. ¿when an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. ¿the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The event can be detected and prevented by following the instructions for use: ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use aspiration needle penetrated the sheath and perforated the sheath. The issue occurred during a therapeutic surgery that was completed using similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.